Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Manufacturer narrative:
The report that the ipg was revised due to eol (end of life) was confirmed. Analysis of the returned ipg found it had declared elective replacement indication (eri) and end of life (eol). A longevity calculation confirmed it had normal battery depletion due to usage.